Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where an overheating insert resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
While using a g136 scaler, the insert tip overheated and the water flow was fine, but sometimes the water flow is inconsistent; no injury resulted.

Manufacturer narrative:
Evaluation found the main board to be out of calibration. Power feedback was low. Unit recalibrated to meet factory specs. Also found kink in water hose, causing inconsistent water flow. The restricted water flow would cause the tip to heat up. Water hose replaced.